Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828814) was implanted in a pediatric patient on (B)(6) 2022 to treat hydrocephalus. On (B)(6) 2022, the patient began to clinically deteriorate with a bulging fontanel and symptoms of increased intra cranial pressure. The patient had intermittent clinical symptoms which did not settle. Decision was made to decrease opening pressure to 2, however, the valve was still not flowing, and symptoms persisted. The valve was explanted on (B)(6) 2022. Proximate and distal ends both patents. Csf flow seen but really slow. No debris was noted in valve.

Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. A device history record (DHR) found that the product conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected and tested for programming; no defects were noted, and testing passed. The valve was flushed, and testing passed with no occlusion noted. Leak test and reflux tests were performed. No leaks were found, the valve passed the test. The siphon guard was tested and passed. The valve was dried, and the siphon guard was removed. The valve was then pressure tested according to test methods, and the valve passed the test. Root cause analysis: no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism. At the time of investigation, no functional issues were noted. No manufacturing, workmanship, or material deficiency was identified.

Event description:
N/a

Manufacturer narrative:
Additional information received: patient is doing well since revision of shunt no other device was used with the shunt. The shunt was at level 3 before changing to level 2 the setting was changed to level 2 about one week before the revision the clinical symptoms were only intermittent during the post-op period. Patient was revised on 3 occasions and observed in the hospital with no symptoms during the observation. With last presentation and after not responding to decreasing the valve setting, the shunt was then revised. The certas valve was replaced with another certas.